Event description:
It was reported that during a surgical procedure at the user's facility, the device decelerated slow and was sticking. The procedure was completed successfully and there was no patient impact, no surgical delay, no medical interventions and no adverse consequences.

Manufacturer narrative:
The reported event was confirmed. A service technician functionally evaluated the device and noted run on. Upon disassembly it was found that the set screw was loose.

Event description:
It was reported that during a surgical procedure at the user's facility, the device decelerated slow and was sticking. The procedure was completed successfully and there was no patient impact, no surgical delay, no medical interventions and no adverse consequences.